Manufacturer narrative:
The customer called before the system was rebooted. Since the system is operating properly they do not want onsite service at this time. Followed up with the customer and no further problems have occurred.

Event description:
Customer reported the system was being used in a hip arthrogram case and at the end of the case they tried to reverse the image but when the buttom was pushed nothing would happen. Everything else seemed to be working properly. When they went to set up the next patient the system would only give a tone and not allow them to enter a new patient. The system was rebooted and then everything operated properly.